Event description:
It was reported that the paint on the handpiece insert of the system 6 sterilization case was flaking off during testing or set up prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the paint on the handpiece insert of the system 6 sterilization case was flaking off during testing or set up prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported paint flaking was confirmed by a manufacturer field repair technician through visual inspection. The cause of this is the powdercoat material is not durable enough to survive through autoclaves, washes, and rough handling. The device was archived by the manufacturer.